Manufacturer narrative:
This 3500a form, report number 3009144177-2026-00017 is an identical copy of failed 3500a form submission, report number 3009144-2024-00001 originally submitted on 01/22/2024. The original 3500a form failed at ack3 due to the following error: incorrectly packaged submission . This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.

Event description:
The remede device was explanted due to infection on (B)(6) 2024.